Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced hypoglycemia. The customer¿s blood glucose was 40 mg/dl. The customer stated that every time they changed out the set they had trouble being back regulated. The customer always had trouble the first 12 hours. The customer¿s blood glucose would not come down fast enough so they would over bolus and go low. The customer was getting ready for bed when they started going low. The customer declined troubleshooting for low blood glucose. The insulin pump will not be returned for analysis.